Event description:
A physician reported that the actuation failure of the probe occurred and cutter tip elongation occurred during calibration. The surgery was performed and completed after replacing the product with another probe. The procedure type was unknown. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with probe needle/stiffener pulled out of the stiffener holder. No functional testing could be performed due to the needle/stiffener detachment. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure, the complaint evaluation confirms the probe had a needle/stiffener detachment, which can be perceived as the tip became longer at actuation. The exact root cause of the detachment cannot be determined; however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been completed related to the needle assembly detachment. All probes are 100 percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).